Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan of 60 mg/dl on the adc device compared to a laboratory result of 520 mg/dl. When the reported results are plotted on a parkes error grid, they fall into the "d" zone showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. Based on the adc device result, the customer self-treated with sugary food and consequently, the customer experienced partial paralysis in the face. The customer was taken to a hospital where a glucose result of 470 mg/dl was obtained from healthcare professional (hcp). The customer stayed in the hospital overnight and was administered insulin (type/dose unspecified) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor 0fw6kf8tk has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan of 60 mg/dl on the adc device compared to a laboratory result of 520 mg/dl. When the reported results are plotted on a parkes error grid, they fall into the "d" zone showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. Based on the adc device result, the customer self-treated with sugary food and consequently, the customer experienced partial paralysis in the face. The customer was taken to a hospital where a glucose result of 470 mg/dl was obtained from healthcare professional (hcp). The customer stayed in the hospital overnight and was administered insulin (type/dose unspecified) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.